Event description:
During a ptcra treatment procedure, the burr became caught on the guidewire during its removal. The lesion being treated was located in the mid left anterior descending coronary artery. The physician had performed two ablation runs with this burr, and upon attempting to removed it in dynaglide mode, the burr became caught on the guidewire. The procedure was successfully completed with this device and there were no patient complications. Patient status is reported as 'good.'